Event description:
It was reported that there was a suspected infection. At a refill on the report date, the healthcare provider (hcp) pulled ¿something odd¿ out of the reservoir. The hcp could not describe what it was. The patient had been experiencing increased pain for approximately one month. The patient was going to be going to the hospital and the hcp wanted the pump turned off. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).